Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to unresponsive keys. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case w/keypad assembly. A review of the device history record showed the device had a manufacture date of 26feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an unknown issue with the device keypad occurred. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction in e2, g2. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an unknown issue with the device keypad occurred. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown issue with the device keypad occurred. No additional information was provided. There was no patient involvement.